Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m03324a); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeon continues to complain that the burr hole device (bhd) screws are too blunt. Requests them to be sharper to penetrate and catch into skull at start of screwing in bhd. States it's a safety issue as screw will strip easier trying to push harder down. Mdt rep educated surgeon on how to push down and catch screw and hoping doctor and residents will be taught properly over time. No symptoms were reported.